Manufacturer narrative:
Insulin pump received with blank display due to moisture damage on electronics. Unable to perform idle current test, run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime/delivery test, excessive no delivery test and displacement test due to blank display. Pump received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
Customer reported via phone call that insulin pump was exposed to moisture due to customer going swimming with insulin pump. Customer reported that as a result, there was moisture under display screen. Customer's blood glucose was 125 mg/dl. Customer was advised that insulin pump would need to be replaced.